Event description:
It was reported that the patient presented to the hospital after receiving an alert for non-sustained lead noise. However no noise was observed in the egms. Myopotential oversensing was suspected. The device was reprogrammed. No adverse consequences were reported after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.